Manufacturer narrative:
Isi received the universal surgical manipulator (usm) arm to perform failure analysis. The usm was analyzed on an in-house system and operation result triggered no errors. The unit passed all tests. Upon further investigation, no fluid intrusion or physical damage was identified.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. Isi has requested the usm to be returned for failure analysis testing. However, isi has not received the usm involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer experienced faults with universal surgical manipulator (usm) 4. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and noted 32100 errors on usm 4. The customer completed the procedure without usm 4. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following additional information: the system functionality was checked upon powering on the system and no problem was indicated by the robot. No error message or issue were observed when powered on. Isi technical support was contacted during the procedure (attempt to unblock the clamp, continuation of the procedure). The troubleshooting was not complete. To resolve the issue the site completed the procedure with 3 arms, disabling 1 arm. Isi has received the universal surgical manipulator (usm), but failure analysis has not yet been completed.

Event description:
Refer to h10/h11 for follow-up information.